Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to close onto the tissue but the clip failed to release from the catheter. The handle was cut off with wire cutters in an attempt to pull the internal wire to deploy the clip. After further manipulation, the clip was finally released from the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.